Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. The instrument was found with a broken tube extension of the brown section. A piece approximately 0.34 x 0.15 broke off from the fractured area. Material was missing and not returned. Any potential fragments would not be retained by the tip cover. The known common cause of this failure is mishandling/misuse. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been returned to isi for evaluation. A follow up MDR will be submitted if the instrument is returned, or if additional information is received. On 12/21/2017, isi's clinical engineering team reviewed the procedure video that was received and obtained the following additional information: the mcs instrument was initially visualized around 10 minutes into the procedure video. Approximately 12 minutes into the procedure it was noted that the overmolded portion of the extension tube of the mcs instrument had a crack that extended distally. The distal crack in the mcs instrument indicates that the crack originated prior to the surgery. It was also noted that throughout the prostatectomy there were collisions between the mcs and other instruments, including the lap suction irrigator. The effect of these collisions was seen at 40:45 in the video, where the fragment started to peel away from the main tube. The collisions keep continuing throughout the procedure. At around 61 minutes into the procedure, it was observed that a fragment was already generated. However, it was unclear in the video as to when the fragment was generated and the location of the fragment. Based on the review of the video provided by the customer it was determined that the damage to the instrument was due to user mishandling/misuse. Davinci si user manual instructions states the following: inspection before use before use, all instruments should be inspected for damage or irregularities. Do not use the instrument if damage or abnormalities are observed. Examples of damage include: broken cables, broken wires, scratches or cracks on the instrument shaft, broken, bent, or gouged instrument tips, cracked or broken pulleys near the instrument tips, cracks or missing pieces on the outer components surrounding the pulleys, loose tip or grips, or broken lever guards (if applicable). Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure; it was alleged that a fragment from the monopolar curved scissors (mcs) broke off and fell inside the patient and was not retrieved. Based on the additional information provided from the video review, it was determined that the crack on the shaft of the mcs originated prior to the commencement of the surgery, there was collision of instruments seen; hence the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument. In addition, it is unknown if the instrument fragments actually fell inside the patient and were retained.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the gray cover of the shaft of the monopolar curved scissors instrument was damaged. Fragments fell inside the patient and the surgeon was unable to retrieve any fragments. On 12/14/2017 intuitive surgical, inc. (Isi) contacted the isi safety control specialist and obtained the following information regarding the reported event: the surgeon did not make any attempt to retrieve the fragment since he did not realize the monopolar curved scissors (mcs) instrument was broken until after the instrument was removed and he had sutured the incision site. It was not confirmed by the site if the instruments were inspected prior to use. It was confirmed that no medical intervention was performed to either search for or retrieve the broken fragment(s). As of the date of this report, no post-operative complications have been reported.